Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an oblong shaped sore on her right lower shoulder blade under the garment that was bleeding but had since heeled. The patient's nurse had been treating the area with lantiseptic. It was also reported that the patient was experiencing redness and peeling skin under both of her breast. The patient's niece reportedly placed gauze on the shoulder and breast area to help with the irritation. The patient's nurse reported additional sores were beginning to develop under the therapy pads. The medical outcome of the patient's irritation is unknown, as follow-up was unsuccessful.